Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture detachment was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in the femoral artery using the preclose technique prior to an interventional procedure to treat an aneurysm. The arteriotomy was 8fr and during the interventional procedure, the sheath was upsized to a 12fr sheath. Reportedly, during remotion of the needles, the suture broke. A second device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.